Event description:
It was reported that the connection between the infusion set tubing and pump cartridge became detached.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The patient' s mother was unable to provide the lot number of the cartridge; therefore, no further analysis could be conducted. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.